Event description:
It was reported that at follow up, the atrial lead was found to have undefined impedance values, increased and high threshold and a possible fracture. The device was reprogrammed to vvi 45. The lead remains inactive in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).